Manufacturer narrative:
Additional investigations performed with the second sample collected from the patient could not clearly reproduce the ft3 and tsh results obtained by the customer. An interfering factor against the ft3 assay antibody/idiotype could be excluded for this sample. No product problem was found.

Manufacturer narrative:
No sample remained for further investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys tsh assay on a cobas 8000 e 801 module and also the following analyzers used for investigation: e 801, cobas 8000 e 602 module, and a cobas e 411 immunoassay analyzer. It was asked, but it is not known if any incorrect results were reported outside of the laboratory. This medwatch will apply to the tsh assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 assay. Please refer to the attachment for all patient data. The sample was initially tested at the customer site using the e 801 analyzer on (B)(6) 2019. The sample was repeated on a centaur analyzer. The sample was also provided for investigation where it was tested on a second e 801 analyzer on (B)(6) 2019, an e602 analyzer on (B)(6) 2019, and an analyzer on (B)(6) 2019. The serial number of the customer's e 801 analyzer was (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4) tsh reagent lot number 386646, with an expiration date of 31-may-2020 was used on this analyzer. The serial number of the e602 analyzer used for investigation is (B)(4). Tsh reagent lot number 402248, with an expiration date of 30-nov-2019 was used on this analyzer. The serial number of the e411 analyzer used for investigation is 65g1-25 . Tsh reagent lot number 402248, with an expiration date of 30-nov-2019 was used on this analyzer.

Manufacturer narrative:
A second sample collected from the same patient on (B)(6) 2020 was provided for investigation. Investigations of this sample could not identify any interfering factors to the tsh or ft3 assays.

Manufacturer narrative:
Additional data was provided for the second sample collected from the same patient on (B)(6) 2020. Refer to the attachment for this data. The sample was additionally tested on e 801 analyzer serial number (B)(4) and e411 analyzer serial number (B)(4) used for investigation on (B)(6) 2021. The sample was also repeated on a siemens centaur analyzer.